Event description:
The patient reported that about one month ago, she noticed that her infusion set cannula had partially separated after insertion. The patient reported that she could smell insulin and noticed insulin leaking from below the tape of the infusion site. She tested her blood glucose and the value was 310 mg/dl. The patient reported feeling tired, experiencing frequent urination and dry mouth. On this occasion and two other occasions, she reported that when she attempted to remove the cannula, it was partially separated. The patient reported on one instance (date not provided) the site continued to get red and irritated. She went to the hospital where she was placed on antibiotic drip and oral antibiotics. She stated that the site is currently getting better. Product was requested to be returned.